Manufacturer narrative:
The insulin pump was received with the act button unresponsive due to corroded keypad trace. No button error alarm noted. The device had moisture damage on electronics. It was also received with minor scratched display window, cracked display window corners, cracked reservoir tube lip, cracked reservoir tube and cracked reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (b)(64) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the act button responds intermittently after the on insulin pump was exposed to water. The customer stated that the device was in a bag in a cooler while she was at a water park. The customer also reported that the insulin pump cracks on the corners of the reservoir window. Blood glucose value was 202 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.